Event description:
The customer reported the ventilator is failing est. The customer reported the device was not in use on a patient. The service technician was able to duplicate the reported problem and replaced the power supply. Performance verification testing was completed and passed to operating specifications. Factory failure analysis revealed f1 fuse on the power supply is not seated correctly and is not making good contact due to loose fuse clip retainers. This could result in loss of function during operation. Malfunction of the power supply as noted during use could result in vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient and alert the user via visual and audible alarms.